Event description:
Caller reports back to back results of 414mg/dl and 130mg/dl while using the inform system. Caller reports quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.